Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had passed away. The blood glucose reading at the time of death was not known. The events leading up to the incident were not known. It was not known if the customer was wearing the insulin pump at the time of passing. Nothing further was reported.